Event description:
The guidewire was stuck in the lead. The mdt's ICD and the leads (a&v: mdts) had been implanted. (B)(6) 2010, the operation was conducted to upgrade the ICD (mdts) to crt-d (B)(4). When the physician attempted to remove the guidewire (courier) from the lv-lead (B)(4) after advancing the lead with the guidewire, it could not be removed from the lead. The guidewire was removed at last, then the lead also came off, the deformed lead was noted. Then the physician attempted to position the replaced lead (B)(4), the guidewire was also stuck in that lead. Finally new lead (B)(4) was positioned with new guidewire (cruise) successfully. After the operation, our sales representative tested the insertion by the stylet and found that it could not advance into (B)(4) due to crushed lumen. Also the guidewire in (B)(4) could not be removed from the lead even pulling by force. (B)(4) and (B)(4) inserting the guidewire (courier) will be returned for the analysis.